Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient suffered a fall and reprogramming was successful, however once the wand was removed from the ipg the patient could no longer feel the stimulation. Lead diagnostics and x-ray revealed no anomalies. Troubleshooting and further reprogramming did not resolve the issue. Follow up information identified the patient underwent surgical intervention to remove and replace the ipg which resolved the issue.